Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2017. Batch#: (B)(4). Additional information was requested and the following was obtained: did the device close? Yes. Did the device lock out and would not fire? Yes. Was the firing trigger squeezed, but no staples were deployed? Some staples were released, but did not close. If the device stapled, were there missing staples from the staple line? Not applicable. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Legs straight. The analysis results showed that the tlh60 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an anterior resection of rectum., there was a failure. During resection of the rectum, the device was fired. It closed, but it did not fire the staples. Some of them were released, but did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.